Event description:
It was reported that the device was found in back up vvi mode. The device firmware was successfully downloaded and normal device function was restored.

Manufacturer narrative:
(B)(4).